Event description:
Additional review indicated the patient was in the hospital for one week after implant. This information was previously reported in manufacturer report #3004209178-2015-15456. This report captured another instance of lead erosion with the patient's first system. In addition to the previously reported date of (B)(6) 2015 was also provided as a date that erosion had occurred.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4). Implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that she was in the hospital a few weeks ago in (B)(6) 2015 and they did a scope and told her that the wires are eroding through the stomach wall. It could possibly be infected. The patient was scheduled to have her current device replaced on (B)(6) 2015. The indication for use was gastric stimulation.